Manufacturer narrative:
The customer¿s report of a broken smartsite cap was confirmed. Visual inspection showed that the clear luer lock body that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the female luer adapter (fla). A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. No additional stress markings were observed on the rest of the valve component. No functional testing was able to be performed due to the obvious damage. Additional testing and analysis did not indicate any manufacturing related contributors to the breakage. The probable cause of the damage has been identified as lateral force exerted during disconnection of the smartsite valve from a mating component.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
An unexpected sample was received from the customer with a note stating "smartsite on medline fell apart." No other information is available. There is no report of any patient harm.